Manufacturer narrative:
There was an allegation of additional patient samples with questionable elecsys hiv combi pt results from the cobas 8000 - cobas e 602 module. On (B)(6) 2025, one sample was reactive. The repeat result using an architect analyzer was non-reactive. On (B)(6) 2025, one sample initial result was 1.39 coi (reactive). The repeat result on (B)(6) 2025 was 2.40 coi (reactive). The result from a non-roche assay on (B)(6) 2025 was 0.40 coi (non-reactive). This test used reagent lot 86976400. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a root cause. No product problem was found. Discrepant results may occur in elecsys hiv combi pt, because the sensitivity and specificity are less than 100% the elecsys hiv combi pt assay performed within specification.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
Medwatch field d4 expiration date was updated. The provided calibration and qc data were within the acceptable ranges. Mechanical problems in the washing of the microparticle agitator, sippers, and measuring cells were found. Following service actions by the field service engineer, the overall performance of the instrument showed significant improvement. The investigation did not identify a specific root cause.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv combi pt results from the cobas 8000 - cobas e 602 module. On (B)(6) 2025, the same tube was tested using chemiluminescence assay on another instrument, and the result was 4.69 s/co (reactive). On (B)(6) 2025, the initial result for elecsys hiv combi was 0.189 coi (non-reactive). On (B)(6) 2025, the same tube was tested using a competitor hiv ag/ab assay, and the result was 3.41 s/co (reactive).